Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient has been scheduled for system explant due to pocket erosion and infection. The s-ICD device and electrode has been implanted for 96 days. The local representative commented that the physician used suture to tiedown the device to the fascia; however, the device moved around in the pocket causing erosion. Subsequently, boston scientific received information that this implanted s-ICD device and electrode were removed in (B)(6) 2013. There were no adverse events reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.